Event description:
It was reported that the patient line separted from the cartridge. Customer's blood glucose level was 288 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.